Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 15.1-15.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient received inappropriate shocks due to noise. A small decrease in impedance was noted. The lead was explanted. The patient condition was fine after the event.